Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the vessel locator wings could not be confirmed as the vessel locator wings successfully collapse during returned device analysis. The reported difficulty removing the device could not be replicated in testing environment based on the returned device condition as it occurred due to procedure circumstance. It should be noted that the starclose instructions for use (IFU),states: if resistance is met upon removal of the device, locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible ¿click¿ should be heard. Check that the number ¿3¿ exits the number window completely and the thumb advancer is freed from the locked position. Although use of the access ports could have assisted in removal of the device, the absence of using the access ports to release the vessel locator wings was not the specific contributor to the resistance reported. The IFU also states: do not deploy the clip in areas of calcified plaque. It is unknown if the calcification contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appears to be related to interaction with the patient tissue post clip deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose device with a 6f sheath after a percutaneous coronary intervention (pci) interventional procedure. Reportedly, the clip deployed without issue but the vessel locator wings would not collapse. The access ports were not used. The starclose device was removed with the vessel locator wings in the opened position. Minor resistance was noted during removal. The deployed clip successfully achieved hemostasis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.